Event description:
It was reported that a zekrya bur separated during an extraction procedure; the separated piece has not been removed as of this report.

Manufacturer narrative:
Per condition #1 of exemption, events meeting the definition of a serious injury are required to be reported. Therefore, because of the possibility that the separated piece will need to be removed surgically, this event meets the criteria for reportability per 21 cfr part 803. The device was returned for eval, though results are not available as of this report. Eval results will be submitted as they become available.